Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and not performing the air removal step. Tandem technical support educated the customer regarding cold insulin and the air removal step. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was about100 mg/dl.